Event description:
Lvad pump exchange on (B)(6) 2012 due to evidence of pump thrombosis. Pt with cva, elevated pfh and ldh. Aortic valve continued to open on speed change echo with speed increased to 10600.